Manufacturer narrative:
The initial MDR 2112667-2025-01290 was filed under the incorrect manufacturing site. This supplemental #1 MDR is being filed to report the error and note that the correct initial MDR is 9710602-2025-00374.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error preventing mechanical ventilation. There was no patient involvement.